Manufacturer narrative:
Batch review performed on 18 november 2020: lot 120305: (B)(4) items manufactured and released on 28-feb-2012. Expiration date: 2017-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016. Additional implant involved: ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115) lot. 160547. Batch review performed on 18 november 2020: lot 160547: (B)(4) items manufactured and released on 29-apr-2016. Expiration date: 2021-04-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported.

Event description:
The patient came in, 4 years and 4 months after primary surgery, due to signs of an infection and the pathogen is unknown. The surgeon revised the head and liner. The surgery was completed successfully.